Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, non-olympus parts were assembled in the device, therefore the device was not subject to quality assurance. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling device in accordance with the following statements in the instructions for use: -troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. IFU prohibits repair/disassembly by persons other than olympus¿ own authorized service personnel. -prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed; a no image error-216 was found. Other evaluation findings are as follows: the bending section failed the electrical continuity test and non-olympus parts were found on the following: the distal end plastic cover, the bending section cover, the bending section cover glue, the light guide lens, and the insertion tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii bronchovideoscope displayed three different communication errors. This occurred during preparation for a diagnostic bronchoscopy procedure. The procedure was completed with no delay, using another scope. There was no report of patient harm.